Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened up and down button dome switches. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the buttons were not readily responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. Customer's most recent blood glucose level at time of report was 114 mg/dl. Nothing further was reported.